Manufacturer narrative:
Examination of the electronic event records from the two aeds reveals that both aeds were used in the rescue operation on (B)(6) 2016. The first AED employed appeared to have been AED s/n: (B)(4). The records from this AED showed two power on events, each lasting approximately 45 seconds in duration. In both of these records, there is no indication of the pads having ever been applied to the patient, and contrary to the reported event, the AED did not advise a shock. It is unclear from these event records whether or not an AED malfunction or an operator error occurred - hence the reason for this MDR. The second AED employed, AED s/n:(B)(4) also had 2 power on events, these events lasted approximately 2½ minutes each. Examination of the first of these records revealed a patient whose initial cardiac rhythm was ventricular fibrillation which the AED properly recognized and advised a shock. A shock was administered, which converted the patient's cardiac rhythm to a more organized bradycardic rhythm. A two minute CPR period followed, at which time the AED was powered down. The AED was then re-powered. Once again the patient's initial cardiac rhythm was vf which the AED properly recognized and advised shock. A 2nd shock was administered, also converting the patient's cardiac rhythm to a more organized bradycardic rhythm. Again, a two minute CPR period followed at which time the pads were removed and the AED was powered down. This AED appears to have operated normally; no AED malfunctions are evident. Although requested, to date, AED (s/n: (B)(4)) has not been returned from the customer. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2016 the following event information was provided by our customer: on (B)(6) 2016, one of our associates experienced a rather severe heart attack. Before the emts could arrive, we carried out our emergency medical response procedure which in this instance involved the use of an AED. The AED called for a shock to be delivered, but when the shock button was depressed the AED did not deliver a shock. We immediately switched the pads to another AED and that AED delivered two shocks. The overall immediate outcome of this event was positive as the associate survived.

Manufacturer narrative:
On 4/8/2016 we received the AED (s/n (B)(4)), battery pack (s/n (B)(4)) and a set of unopened defibrillation electrodes (l/c (B)(4)). The AED and battery pack were tested multiple times in the following simulated use scenario. The AED, battery pack and a set of test pads were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In all cases, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged, in preparation for shock delivery, and when the shock button was pressed, the AED delivered a defibrillation shock, within specification, to the simulated patient. The AED was opened and all the connections from the circuit board to the patient connector were inspected for damage and proper connections and all were ok. Inspection of the AED's circuit boards did not identify any damaged components or contaminates. The AED passed an electrical test while flexing the AED's circuit board and cabling. Root cause: no problem found, the results of the visual, functional and simulated use tests indicate that the AED is functioning as designed. The results of the testing of the AED could not confirm the complaint.